Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 799 mg/dl. Pump bolus and manual injections were used to address bg. Customer was admitted to the hospital and treated with intravenous insulin. Bg was lowering. At the time of the report, customer had not yet been discharged. Customer and nurse alleged eye medication may have caused elevated bg; however, nurse was to call back to continue troubleshooting. Tandem technical support performed multiple attempts to contact the customer. Customer/nurse did not reply.